Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device dislocation ("migration of essure device/malposition of essure"), embedded device ("thin linear echogenic structure within high right fundus myometrium extending into high right endometrium most suggestive of an essure device"), genital haemorrhage ("persistent bleeding"), myocardial infarction ("blood or heart disorder mild heart attack") and dermal cyst ("surgery (other) type of surgery: removal of cyst from back.") In a 52-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (live births on ((B)(6) 1984, (B)(6) 1986, (B)(6) 1989)), non-tobacco user, myocardial infarction from (B)(6) to (B)(6) , cyst removal (form her back) from (B)(6) to (B)(6) , heart attack and palpitation (and mild palpitations slh) in (B)(6) . *on (B)(6) to (B)(6) to (B)(6) to (B)(6) , patient used pills for prevent pregnancy. Social history: vegan diet. On (B)(6) 2017,patient was diagnosed surgical pathology report result was diagnosis: uterus and cervix, bilateral adnexa, hysterectomy with bilateral salpingo-oophorectomy: unremarkable cervix. Inactive/weakly proliferative phase endometrium. Myometrium with leiomyoma. Unremarkable bilateral fallopian tubes and ovaries. Bilateral essure devices identified. Left paratubal cyst. Specimen source: uterus cervix tubes & ovaries. Gross description: received in a formalin-filled container ·cervix, uterus, bilateral fallopian tubes and ovaries, is a uterus with attached cervix and bilateral adnexa. The serosa is tan smooth without adhesions or nodules. The upper cervix shows a defect with focal hemorrhage. The endocervix with a tan, trabeculated mucosa and multiple cysts filled with a colorless gelatinous content. The endometrial cavity and has a tan endometrium. The myometrium is grey-tan and features a single pale tan intramural nodule the right fallopian tube with an attached ovary. The specimen is opened to reveal a cylindrical metal foreign body within the right fallopian tube extending from the fundic cavity into the tube. The left tube features a similar device that is felt through the proximal fallopian tube and extends to the left tube. Representative sections are submitted as follows: anterior cervix; posterior cervix; anterior endomyometrium; posterior endomyometrium; intramural nodule;cassette a6-right adnexa, left adnexa;. Previously administered products included for an unreported indication: pills. Concurrent conditions included anesthesia, menstruation irregular, conjunctivitis, scleral disorder, dry mouth, penicillin allergy (throat swelling and hives), knee pain and obesity. Family history included stomach cancer (mother:). Concomitant products included ginkgo biloba;hypericum perforatum;levoglutamide;magnesium amino acid chelate;pyridoxine hydrochloride;tyrosine (healtheries (B)(6) wort plus) from (B)(6) to (B)(6) , ibuprofen from (B)(6) to (B)(6) , lidocaine and unspecified herbal and traditional medicine from (B)(6) to (B)(6) . On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced fatigue ("fatigue"). In (B)(6) 2006, the patient experienced rash ("burning rashes on back ,scalp,neck/rashes/burns"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("head pain-migraines(sever)/headaches"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced tooth loss ("dental problems: tooth loss"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes: mood swing"). In (B)(6) 2010, the patient experienced myocardial infarction (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced cholelithiasis ("gallstones"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) , the patient experienced depression ("psychological or psychiatric problem: depression"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia),") and alopecia ("hair loss"). In (B)(6) , the patient experienced paraesthesia ("tingling feeling in legs,arms,back"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 12 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dermal cyst (seriousness criterion medically significant), stomatitis ("tiny open sores around mouth"), reproductive tract disorder ("reproductive system disorder or condition"), nervous system disorder ("neurological problems"), abdominal pain lower ("abdomen pain¿ cramping sever") and dyspepsia ("painful digestion"). The patient was treated with surgery (removal of cyst and underwent robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy) and tooth pulled; crowns. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, paraesthesia and alopecia had resolved, the device dislocation, embedded device, genital haemorrhage, myocardial infarction, dermal cyst, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, stomatitis, migraine, headache, reproductive tract disorder, nausea, tooth loss, nervous system disorder, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, vision blurred, fatigue, dyspepsia and cholelithiasis outcome was unknown and the mood swings was resolving. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered abdominal pain lower, alopecia, cholelithiasis, depression, dermal cyst, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, myocardial infarction, nausea, nervous system disorder, paraesthesia, pelvic pain, rash, reproductive tract disorder, stomatitis, tooth loss, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement and removal procedure.six coils were visualized on the right side and two on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: results: migration of essure device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device." Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received- new event surgery (other) type of surgery: removal of cyst from back were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device dislocation ("migration of essure device/malposition of essure"), embedded device ("thin linear echogenic structure within high right fundus myometrium extending into high right endometrium most suggestive of an essure device"), genital haemorrhage ("persistent bleeding") and myocardial infarction ("blood or heart disorder mild heart attack") in a 52-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (live births on ((B)(6)1984, (B)(6)1986, (B)(6)1989)), non-tobacco user, myocardial infarction from 2009 to 2010, cyst removal (form her back) from 2009 to 2010, heart attack and palpitation (and mild palpitations slh) in 2009. Previously administered products included for an unreported indication: pills. Concurrent conditions included anesthesia, menstruation irregular, conjunctivitis, scleral disorder, dry mouth, penicillin allergy (throat swelling and hives), knee pain and obesity. Family history included stomach cancer (mother:). Concomitant products included healtheries st john's wort plus from 2012 to 2013, ibuprofen from 2007 to 2017, lidocaine and trifolium pratense (red clover) from 2012 to 2013. On (B)(6)2003, the patient had essure (ess205) inserted. In 2005, the patient experienced fatigue ("fatigue"). In 2006, the patient experienced rash ("burning rashes on back ,scalp,neck/rashes/burns"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("head pain-migraines(sever)/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced tooth loss ("dental problems: tooth loss"). In 2009, the patient experienced mood swings ("hormonal changes: mood swing"). In 2010, the patient experienced myocardial infarction (seriousness criterion medically significant). In 2012, the patient experienced cholelithiasis ("gallstones"). In 2013, the patient experienced depression ("psychological or psychiatric problem: depression") and nausea ("nausea"). In 2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia),") and alopecia ("hair loss"). In 2016, the patient experienced paraesthesia ("tingling feeling in legs,arms,back"). On (B)(6)2016, 12 years 10 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), stomatitis ("tiny open sores around mouth"), reproductive tract disorder ("reproductive system disorder or condition"), nervous system disorder ("neurological problems"), abdominal pain lower ("abdomen pain¿ cramping sever") and dyspepsia ("painful digestion"). The patient was treated with surgery (underwent robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy), surgery (underwent robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy) and surgery (underwent robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, rash, paraesthesia and alopecia had resolved, the device dislocation, embedded device, genital haemorrhage, myocardial infarction, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, stomatitis, migraine, headache, reproductive tract disorder, nausea, tooth loss, nervous system disorder, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, vision blurred, fatigue, dyspepsia and cholelithiasis outcome was unknown and the mood swings was resolving. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered abdominal pain lower, alopecia, cholelithiasis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, myocardial infarction, nausea, nervous system disorder, paraesthesia, pelvic pain, rash, reproductive tract disorder, stomatitis, tooth loss, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement and removal procedure.six coils were visualized on the right side and two on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On 1985 to 1990 to 1998 to 2001 , patient used pills for prevent pregnancy. Social history: vegan diet. On (B)(6)2017,patient was dignosed surgical pathology report result was diagnosis: uterus and cervix, bilateral adnexa, hysterectomy with bilateral salpingo-oophorectomy: unremarkable cervix. Inactive/weakly proliferativephase endometrium. Myometrium with leiomyoma.unremarkable bilateral fallopian tubes and ovaries.bilateral essure devices identified. Left paratubal cyst.specimen source: uterus cervix tubes & ovaries. Gross description: received in a formalin-filledcontainer ·cervix, uterus, bilateral fallopian tubes and ovaries, is a uterus with attached cervix and bilateral adnexa. The serosa is tan smooth without adhesions or nodules. The upper cervix shows a defect with focal hemorrhage. The endocervix with a tan, trabeculated mucosa and multiple cysts filled with a colorless gelatinous content. The endometrial cavity and has a tan endometrium. The myometrium isgrey-tan and features a single pale tan intramural nodule the right fallopian tube with an attached ovary. The specimen is opened to reveal a cylindrical metal foreign body within the right fallopian tube extending from the fundic cavity into the tube. The left tube features a similar device that is felt throughthe proximal fallopian tube and extends to the left tube.representative sections are submitted as follows: anterior cervix; posterior cervix; anterior endomyometrium; posterior endomyometrium; intramural nodule;cassette a6-right adnexa, left adnexa; ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device." Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter added. Outcome of the event hair loss was updated from recovering to resolved and mood swings from unknown to recovering . Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device dislocation ("migration of essure device/malposition of essure"), embedded device ("thin linear echogenic structure within high right fundus myometrium extending into high right endometrium most suggestive of an essure device"), genital haemorrhage ("persistent bleeding") and myocardial infarction ("blood or heart disorder mild heart attack") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (live births on ((B)(6) 1984, (B)(6) 1986, (B)(6) 1989)), non-tobacco user, myocardial infarction from 2009 to 2010, cyst removal (form her back) from 2009 to 2010, heart attack and palpitation (and mild palpitations slh) in 2009. Previously administered products included for an unreported indication: pills. Concurrent conditions included anesthesia, menstruation irregular, conjunctivitis, scleral disorder, dry mouth, penicillin allergy (throat swelling and hives), knee pain and obesity. Family history included stomach cancer (mother:). Concomitant products included healtheries st john's wort plus from 2012 to 2013, ibuprofen from 2007 to 2017, lidocaine and trifolium pratense (red clover) from 2012 to 2013. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced fatigue ("fatigue"). In 2006, the patient experienced rash ("burning rashes on back ,scalp,neck/rashes/burns"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines "), headache ("head pain-migraines(sever)/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced tooth loss ("dental problems: tooth loss"). In 2009, the patient experienced mood swings ("hormonal changes: mood swing"). In 2010, the patient experienced myocardial infarction (seriousness criterion medically significant). In 2012, the patient experienced cholelithiasis ("gallstones"). In 2013, the patient experienced depression ("psychological or psychiatric problem: depression") and nausea ("nausea"). In 2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia),") and alopecia ("hair loss"). In 2016, the patient experienced paraesthesia ("tingling feeling in legs,arms,back"). On (B)(6) 2016, 12 years 10 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), oral pain ("tiny open sores around mouth"), reproductive tract disorder ("reproductive system disorder or condition"), nervous system disorder ("neurological problems"), abdominal pain lower ("abdomen pain¿ cramping sever") and dyspepsia ("painful digestion"). The patient was treated with surgery (underwent robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash and paraesthesia had resolved, the device dislocation, embedded device, genital haemorrhage, myocardial infarction, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, oral pain, migraine, headache, reproductive tract disorder, nausea, tooth loss, nervous system disorder, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal discharge, vision blurred, fatigue, dyspepsia and cholelithiasis outcome was unknown and the alopecia was resolving. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered abdominal pain lower, alopecia, cholelithiasis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, myocardial infarction, nausea, nervous system disorder, oral pain, paraesthesia, pelvic pain, rash, reproductive tract disorder, tooth loss, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement and removal procedure.six coils were visualized on the right side and two on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On 1985 to 1990 to 1998 to 2001 , patient used pills for prevent pregnancy. Social history: vegan diet. On (B)(6) 2017,patient was dignosed surgical pathology report result was diagnosis: uterus and cervix, bilateral adnexa, hysterectomy with bilateral salpingo-oophorectomy: unremarkable cervix. Inactive/weakly proliferativephase endometrium. Myometrium with leiomyoma.unremarkable bilateral fallopian tubes and ovaries.bilateral essure devices identified. Left paratubal cyst.specimen source: uterus cervix tubes & ovaries. Gross description: received in a formalin-filledcontainer ·cervix, uterus, bilateral fallopian tubes and ovaries, is a uterus with attached cervix and bilateral adnexa. The serosa is tan smooth without adhesions or nodules. The upper cervix shows a defect with focal hemorrhage. The endocervix with a tan, trabeculated mucosa and multiple cysts filled with a colorless gelatinous content. The endometrial cavity and has a tan endometrium. The myometrium isgrey-tan and features a single pale tan intramural nodule the right fallopian tube with an attached ovary. The specimen is opened to reveal a cylindrical metal foreign body within the right fallopian tube extending from the fundic cavity into the tube. The left tube features a similar device that is felt throughthe proximal fallopian tube and extends to the left tube.representative sections are submitted as follows: anterior cervix; posterior cervix; anterior endomyometrium; posterior endomyometrium; intramural nodule;cassette a6-right adnexa, left adnexa; ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device." Most recent follow-up information incorporated above includes: on 14-feb-2018: pfs and mr, medically confirmed ,new reporter, patient demographic information, lab data, relevant history, essure indication, new event hormonal changes: mood swing, abnormal vaginal bleeding, abnormal vaginal bleeding menorrhagia), apareunia (inability to have sexual intercourse), depression, malposition of essure device, burning rashes on back ,scalp, neck, migraines / headaches, reproductive system disorder or condition, blood or heart disorder mild heart attack, nausea, dental problems: tooth loss, neurological problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdomen pain¿ cramping sever, head pain-migraines(sever), vaginal discharge, vision/eye problems type: blurred vision, fatigue, painful digestion, gallstones, tingling feeling in legs, arms, back and hair loss and migration of essure device/it looked like device moved were added.the event pain clubbed with previous event. Event essure embedded was added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.